Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not holding a charge and was showing high magnet resets. The patient underwent an ipg replacement procedure. The patient was doing well post-operatively.

Manufacturer narrative:
The device was returned and the complaint was not confirmed. Sc-1132/(B)(4): the ipg passed all required tests and revealed no anomalies.

Event description:
A report was received that the patient's ipg was not holding a charge and was showing high magnet resets. The patient underwent an ipg replacement procedure. The patient was doing well post-operatively.